Event description:
It was reported that the invasive blood pressure monitoring did not alarm when the patient's blood pressured dropped suddenly. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The bedside monitor has been tested and the alarm function is normal. The alarm log shows there was alarm silence during that time period in question, and alarm log showed the monitor was displaying an inop at 12:43. Based on the information available and the testing conducted, the cause of the reported problem was a user lack of alarm awareness/silencing of alarm. The device was confirmed to be operating per specifications and no failure was identified as alarm log showed there was alarm silencing during that time in question. If additional information is received the complaint file will be reopened

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.